Event description:
It was reported that the patient received inappropriate high voltage (hv) therapy due to incorrect interpretation of signals from their implantable cardioverter defibrillator (ICD). Upon interrogation, the ICD was found to be in lockout. No further information was received.